Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of 487mg/dl and the cannula of the sensor was bent. The customer also stated that, the insulin pump had no delivery alarm. The product will not be returned for analysis.